Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On 28/jun/2022 during follow-up, fresenius became aware this 45-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized with and infection. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed on (B)(6) 2022 the patient awoke during the night experiencing ¿tremendous¿ abdominal pain and discontinued ccpd therapy to return to the hospital. While in the emergency room (ER), a peritoneal effluent fluid culture and cell count (wbc elevated, value not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and ceftazidime, however the dosages, frequencies, and durations we¿re not provided. The patient¿s peritoneal effluent culture result returned positive for streptococcus (species unknown), and the patient¿s antibiotics were continued. The pdrn attributed causality to a touch contamination event which occurred during his previous hospital admission on (B)(6) 2022. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Event description:
On 28/jun/2022 during follow-up, fresenius became aware this 45-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized with and infection. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed on (B)(6) 2022 the patient awoke during the night experiencing ¿tremendous¿ abdominal pain and discontinued ccpd therapy to return to the hospital. While in the emergency room (ER), a peritoneal effluent fluid culture and cell count (wbc elevated, value not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and ceftazidime, however the dosages, frequencies, and durations we¿re not provided. The patient¿s peritoneal effluent culture result returned positive for streptococcus (species unknown), and the patient¿s antibiotics were continued. The pdrn attributed causality to a touch contamination event which occurred during his previous hospital admission on (B)(6) 2022. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Manufacturer narrative:
Corrected information provided in h10. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by severe abdominal pain, which warranted hospitalization and antibiotic therapy. Causality was attributed to a touch contamination event which occurred during a recent previous hospitalization. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). Streptococcus bacteria are known to enter the peritoneal cavity during the exchange procedures or by gastrointestinal bacterial translocation. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction caused and/or contributed to the serious adverse events experienced by the patient. Esrd patient¿s undergoing pd therapy (manual or cycler based) are known to be at high risk for infections of the peritoneum. Furthermore, the patient continues to utilize the same liberty select cycler without any reported machine issues.

Event description:
On (B)(6) 2022 during follow-up, fresenius became aware this 45-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized with and infection. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed on (B)(6) 2022 the patient awoke during the night experiencing ¿tremendous¿ abdominal pain and discontinued ccpd therapy to return to the hospital. While in the emergency room (ER), a peritoneal effluent fluid culture and cell count (wbc elevated, value not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and ceftazidime, however the dosages, frequencies, and durations we¿re not provided. The patient¿s peritoneal effluent culture result returned positive for streptococcus (species unknown), and the patient¿s antibiotics were continued. The pdrn attributed causality to a touch contamination event which occurred during his previous hospital admission on (B)(6) 2022. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Correction provided in h6 and h10. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description.

Event description:
On (B)(6) 2022 during follow-up, fresenius became aware this 45-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized with and infection. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed on (B)(6) 2022 the patient awoke during the night experiencing ¿tremendous¿ abdominal pain and discontinued ccpd therapy to return to the hospital. While in the emergency room (ER), a peritoneal effluent fluid culture and cell count (wbc elevated, value not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and ceftazidime, however the dosages, frequencies, and durations we're not provided. The patient¿s peritoneal effluent culture result returned positive for streptococcus (species unknown), and the patient¿s antibiotics were continued. The pdrn attributed causality to a touch contamination event which occurred during his previous hospital admission on (B)(6) 2022. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.